Event description:
The pt was implanted with a siltex low bleed gel-filled mammary prosthesis on 10/23/96. Subsequently, the pt experienced a rupture of the device and silicone granuloma. The device was removed on 4/12/99.